Event description:
During internal testing an issue was found in which users are able to select datasets from different scans for stopping power ratio (spr) generation. There is no allegation of a death or serious injury. A defect was filed and has been evaluated by the defect review board (drb) and scored as an unacceptable safety defect. An issue impact assessment (iia) has been triggered and philips is investigating the issue.

Manufacturer narrative:
The investigation into this issue is ongoing. Philips will provide another report in 30 days.

Manufacturer narrative:
Investigation of the issue determined this is a software defect. The cause of this issue is that there is no check whether the image sets are from the same acquisition or same 4d data sets when performing spr (stopping power ratio) generation. The issue was discovered during internal testing of the software. There is no allegation of a death or serious injury. There are no reports of this issue from the field.